Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Cook inc./ william cook europe is not assuming responsibility for patient death, unclear the reason for death. (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The patient involved was reported to be deceased without further details, therefore this report is being submitted as ¿death¿ related as a cautionary measure. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 04/21/2017 as follows: the patient allegedly received the device implant via the right internal jugular vein on (B)(6) 2013 due to pe and dvt. An unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2015. The patient died on (B)(6) 2016; the cause of death is unclear. The patient¿s estate alleges occluded and infected filter.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A2) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown.. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. H4) unknown as lot# is unknown. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation after further information is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate. It is unknown, if reported patient death in any way related to the filter. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2013". Patient outcome: [pt] is deceased. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference #(B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Cook inc./ william cook europe is not assuming responsibility for patient death, unclear the reason for death. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "unable to retrieve occluded and infected filter and pulmonary embolism after filter placement resulting in death". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported patient death is related to the filter. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.